Event description:
It was reported to philips that the device needs possible service / repair. There was no patient involvement. The bench technician evaluated the device and did not find any faults. Routine calibrations performed as needed. Upon conclusion of the evaluation, device found to be functional. The device was calibrated and serviced. No faults were found on the device.